Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been received for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the doctor had problems with the delivery system. The suture mark was not visualized. It was reported that the patient is stable.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to correct the address that was initial reported.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. One 6fr angio-seal evolution device was returned for evaluation. No other accessory components were returned. Visual inspection revealed that the hemostatic sheath was properly mated with the deployment sleeve which was in the full rear lock position with the color bands fully exposed. The tamper tube was not visible and 10" of suture was exposed from the carrier tube assembly. No collagen or anchor remained on the distal end of the suture. The button was stiff, and the gap between the upper and lower handles of the device measured 0.023". No other anomalies were noted with the device. The device was x-rayed. The drive gear was visualized and was noted to be properly seated. The gearbox assembly was seated within the grooves of the lower handle in the distal position. There was proper mating between the gears in the gear box assembly. No anomalies were found. The upper handle was separated from the lower handle. The gearbox assembly was then found to be in the distal position with 2.792" of rack extending beyond the gearbox assembly. No turns of suture were present around the spool. There was a half turn of suture visible outside the grooves of the spool. The suture was attached appropriately with no other visible anomalies noted. Functional testing was conducted. The button was compressed and the suture was rewound through the carrier tube assembly onto the spool. Tension was then applied to the suture remaining outside of the carrier tube assembly. The rack advanced smoothly when an appropriate grip on the suture was achieved. The rack was then reversed and became unmated with the tamping tube. The rack was then inspected. There was damage at the distal end as the mating prong had broken off. There was no excessive force applied during the benchtop testing that would have led to this. There is no indication that this event was related to a device defect or malfunction. Based on the investigation results the reported event was likely due to the re-insertion of the tamping tube into the hemostatic sheath, however, the exact cause cannot be definitively determined.